Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: articuleze m head 36mm +5 hip femoral head; pinnacle mtl ins neut36idx54od hip acetabular liner; unknown hip acetabular cup; summit por taper sz3 std off hip femoral stem.

Event description:
Patient revised for metal sensitivity. Doi 12 months ago dor (B)(6) 2011 (right hip). Update 4/9/2012 - litigation papers received. They provide new information that allowed us to find an invoice. Complaint was reopened to add part and lot numbers. Additionally, the date of implant was (B)(6) 2006. Update: 1/3/2013 pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. Update ad 26 april 2018: (B)(4) has been reopened under (B)(4) due to receipt of ppf, implant records and sticker sheets.  In addition to what were previously alleged, ppf alleges constrained liner, metal wear/ metallosis, and elevated metal ions. The correct date of implantation was also provided in the sticker sheets. Doi: (B)(6) 2006 - dor: (B)(6) 2011 (right hip).

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.